Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reports intermittent alarms stating hearing 1 beep then stops, ¿almost like the battery alarm but there is only one beep.¿ it was also stated that all the batteries have been fully charge prior to use. "In clinic the battery cable was pulled taught with the controller and when loosened and adjusted the connection clicked into place". "Per patient and son, it happens at home and they seem sure that the connection has ¿snapped¿ into place however the alarm is infrequent, and no other light or alarms are seen on the controller and all batteries used have been fully charged prior to using them". Controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, (B)(4), was not returned for evaluation. Log file analysis revealed that the controller did not contain the smr software. The reported event was confirmed via review of the controller log files, which revealed several premature power switching events due to communication errors and/or momentary disconnections between the controller and batteries. Momentary disconnection will result in an audible tone or "beep". Based on log file analysis, the most likely root cause of the power switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. However, the reported beeps are most likely attributed to momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.